Manufacturer narrative:
Covidien reference number: (B)(4). The reported failure that "39" audio on the unit is very low and can barely be heard "39"; was investigated and confirmed. Failure investigation replaced the main board and speaker, the device was checked for proper operations and passed all testing.

Event description:
It was reported that the audio on the device was very low and can barely be heard. The issue was found on setup in the respiratory department. There was no patient involvement.